Event description:
It was reported to boston scientific corporation that a ureteral dilator was used during a unknown procedure. According to the complainant, during the procedure, when the physician was withdrawing the dilator, the dilator broke. The broken piece was retrieved from inside the patient without trauma to the patient. The physician completed the procedure with this device. The condition of the patient following the event was reported as "stable". Attempts have been unsuccessful to obtain additional information.

Event description:
It was reported to boston scientific corporation that a ureteral dilator was used during a unknown procedure. According to the complainant, during the procedure, when the physician was withdrawing the dilator, the dilator broke. The broken piece was retrieved from inside the patient without trauma to the patient. The physician completed the procedure with this device. The condition of the patient following the event was reported as "stable". Attempts have been unsuccessful to obtain additional information.

Manufacturer narrative:
A visual analysis of the returned ureteral dilator revealed the dilator was kinked approximately 25cm from the distal end of the luer connector. The device and pouch were folded in half when received. The length of the dilator measured approximately 53.5cm. The distal end of the dilator appeared to be torn; the detached distal end was not returned. Scrape marks were found for approximately 8.5cm of the distal end of the dilator. During manufacturing, the devices are 100% inspected for device integrity/specifications. It is likely that the device came in contact with a sharp edge that scraped the dilator and tore the distal end off. Therefore, the most probable root cause for the torn dilator is determined to be operational context. Additionally, the dilator was returned kinked. The device and pouch were noted to be folded in half when received. Most likely, the kink was caused while handling the device while preparing to return it for analysis. Therefore, the most probable root cause for the kink is determined to be handling damage.